Event description:
It was reported that the atrial lead exhibited noise. The noise was not reproducible through isometrics. The device was reprogrammed and the patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.